Event description:
Pca pump noted to be leaking at syringe site. Dilaudid medication not getting to patient. There was some difficulty noted during the time syringe was placed in the abbott pca 3 pump. The patient felt 2 doses of medication early on the shift, but required additional pain meds (toradol) for increased pain. Nursing noted tape on tubing to be wet. Pump stopped and door opened. Shelf inside pump was wet with clear fluid and floor noted under pump to be wet. Patient had not been receiving dilaudid. New syringe and tubing loaded into pump with patient now receiving relief for pain. Syringe leaking around plunger. Additional follow-up reveals: there were no cracks noted by engineering.